Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 09/16/2019. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens was received 09/16/2019. The plunger was observed in advanced position. The pcb00 device was observed under microscope and a scarce amount of viscoelastic was observed at the cartridge. The directions for use (dfu) state to completely fill the viewing window of the pcb00 with ovd (ophthalmic viscosurgical device). The lens was observed stuck in cartridge with an override and the lead haptic not folded. The reported issues were verified, but it could not be determined if the reported issue is related to manufacturing process as the reported device was handled and used in a surgical procedure. Based on the product returned evaluation, a product quality deficiency nor a product malfunction could be determined. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that one other complaint was received for this production order number; however, was unrelated to this complaint. As a result of the investigation, a product deficiency could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, not provided gender/sex: unknown, not provided if implanted; give date: not applicable, lens was not implanted. If explanted; give date: not applicable, lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptic had contact with the incision. The lens was stuck in the cartridge and would not advance. Reportedly, the lead haptic was slightly protruding from the delivery system and it was decided not use the lens. Another lens, same size and model was implanted successfully. No patient injury, complication, or intervention was required. No further information was provided.